Event description:
New information noted that the lead was capped and replaced during device change-out. Patient was doing well post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to clinic after feeling device vibration. Upon interrogation, high voltage lead impedance was noted. No programming changes were made. A lifevest was given to the patient. Lead replacement during device change-out was considered.